Event description:
It was reported that the patient experienced a burning sensation and pain at the pocket site of their implantable pulse generator (ipg) when their stimulation was off, and which worsened when their stimulation was changed or turned on. Analysis of the patient's database revealed no anomalies and that the ipg was working as expected. An x-ray was taken which confirmed that the ipg had migrated. The patient underwent a revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively. The device was discarded by the facility and will not be returned for analysis.